Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency. Case description: an attorney reported that their male client, now age (B)(6), used fixodent denture adhesive, form/version unknown, unspecified total daily use as intended to hold dentures that he received approximately 38 years ago and reported the following: zinc poisoning, copper deficiency, profound and permanent neurological injuries, severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer (received dentures approx 38 years ago). No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.